Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of intimal dissection is listed in the xience xpedition, everolimus eluting coronary stent system (eecss), instructions for use as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
It was reported that the procedure was to treat an eccentric, mildly tortuous mid right coronary artery that was 90% stenosed. A 2 x 18mm balloon dilatation catheter was used to pre-dilate the lesion. Then a 3.5 x 38mm xience xpedition was deployed at the site when a proximal edge dissection was noted. Another xience xpedition was used to successfully complete the procedure. There was no adverse patient sequela reported. No additional information was provided.